Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned .the manufacturing documents were reviewed and no complaint related issues were found. No part received for DHR review, therefore DHR review is deemed to be indeterminate. Placeholder.

Event description:
The sales consultant reported that during a procedure on (B)(6) 2013 the surgeon had a reamer head break in the femur of the patient. Surgery was reported to be delayed 30 minutes. The patient status was reported to be good. This is 1 of 1 report for this complaint (B)(4).